Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during use drain 3 of 6. Per the home patient (hp) and the care giver (cg) they disconnected in dwell and then reconnected. The technical service representative (tsr) explained the alarm and helped clear the alarm. The hc then alarmed system error 2367. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, the patient line did not become separated from the transfer set. The patient did disconnect prior to the alarm, and did not use proper disconnect procedures. The hp then reconnected to the setup. All the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The hp will not provide samples because there were no leaks or damages noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The tsr helped the hp and the cg to clear the alarm and disconnected. The hp and cg would use manual supplies and call the registered nurse rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.